Event description:
Damaged haptic after implantation. Leading haptic does not fold as per IFU capsular bag tear / rupture; product replaced with another lens immediately during surgery; patient impact: explantation. Patient health not impacted.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - device evaluated by manufacturer: corrected to yes. Additional information: g6 - type of report - noted as follow-up #1. Parts of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. One haptic was separated at the tip. The optic was partially cut from the edge. There were some scratches on both sides of the the optic. The other haptic was separated at the root and completely damaged. We assumed the damage occurred from use of a knife and tweezer during iol explantation. The injector was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 151). The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. "Posterior capsule rupture" is indicated as a potential adverse event related to iol implantation, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, an follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Damaged haptic after implantation. Leading haptic does not fold as per IFU capsular bag tear / rupture; product replaced with another lens immediately during surgery; patient impact: explantation. Patient health not impacted.